Manufacturer narrative:
Please see the following related MFR report: 3003793491-2014-00306 for patient # 1. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that there were two incidents where the patient was potentially not cooled. No adverse patient sequelae was reported. No further information was provided. Please note that the date of event is unknown and this report is for the second patient.